Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered stress urinary incontinence, vaginal pain, pain during intercourse, and emotional distress. No further info has been provided.